Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial lead was reporting high, unstable thresholds. The patient's epicardial lead was made inactive, out of service, and replaced with a new lead. No patient complications have been reported as a result of this event.